Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device appears to be embedded within the uterine wall/the coiled device is embedded within the myometrium'), device breakage ('endometrial cavity displays a disrupted, fragmented, metallic coiled piece of surgical hardware') and perforation ('perforation') in an adult female patient who had essure (batch no. 627433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included excessive menstruation, genital bleeding, pelvic pain and uterine fibroid. In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration "). The patient was treated with surgery (essure removal and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device breakage, perforation and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and perforation to be related to essure. Lot number: 627433. Manufacturing date: 2008-06. Expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device appears to be embedded within the uterine wall/the coiled device is embedded within the myometrium'), device breakage ('endometrial cavity displays a disrupted, fragmented, metallic coiled piece of surgical hardware') and perforation ('perforation') in an adult female patient who had essure (batch no. 627433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included excessive menstruation, genital bleeding, pelvic pain and uterine fibroid. In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration "). The patient was treated with surgery (essure removal and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2019. At the time of the report, the embedded device, device breakage, perforation and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. On 22-jun-2020: mr received. Lot number added. New events: embedded device and device breakage added. New reporters, plaintiffs information added. Concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.